Manufacturer narrative:
On october 22, 2024, mentor became aware that the replacement devices used on october 17, 2024 were catalog number 3508001bc; serial number (B)(6) on the left side, and catalog number 3508001bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2024, the mentor failure analysis lab received the device for evaluation. On november 20, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 800cc returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female patient underwent revision breast augmentation with 800cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam, and ultrasound. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
On october 28, 2024, mentor became aware that the following information was missed under previous follow up 1 report. On october 22, 2024, mentor was also made aware that the patient was involved in a car accident and also experienced device migration and left side capsular contracture; baker grade iii in addition to right side rupture. The patient underwent bilateral replacement surgery with catalog number 3508001bc; serial number (B)(6). On the left side, and catalog number 3508001bc; serial number (B)(6). On the right side used on (B)(6) 2024. Reason for device explant and/or reoperation: right rupture, and device migration. Coding has been updated accordingly under section h on this form. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).